Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: 010000996, g7 screw 6.5mm x 15mm, lot 3716839; 650-1163, delta cer fem hd 32/-3mm, lot 2994760; 110003621, biolox delta cer lnr 32mm, lot 3650144; item number: 192109, item name: echo femoral stem, lot #: 944610. Foreign report source: (B)(6). Reported event was confirmed by review of operative notes. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent right hip revision approximately one month post implantation due to periprosthetic fracture. During the revision surgery a hematoma was noted. Stem, liner and head components were removed and replaced. Attempts have been made and no additional information is available.

Manufacturer narrative:
This report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.